Manufacturer narrative:
Block h6: imdrf device code a051104 captures the reportable event of basket failure to release stone.

Event description:
It was reported to boston scientific corporation that a trapezoid rx was used in the procedure for the removal of huge common bile duct stones on (B)(6) 2025. During the procedure, the device could not be deployed. The procedure was completed with another of same device. There were no patient complications, and the patient's condition was reported to be stable. Boston scientific has been unable to obtain additional information regarding the circumstances surrounding this event despite good faith efforts.

Manufacturer narrative:
Block b5 (describe event or problem) has been updated based on the additional information received on october 17, 2025.

Event description:
It was reported to boston scientific corporation that a trapezoid rx was used in the procedure for the removal of huge common bile duct stones on (B)(6) 2025. During the procedure, the device could not be deployed. A stone was inside the basket when it failed to open. The procedure was completed with another of same device. There were no patient complications, and the patient's condition was reported to be stable. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Additional information received on october 17, 2025. There was no stone inside the basket when it failed to open.